Event description:
It was reported that the pt experienced an overstimulation sensation when her stimulation was on. The vibrating sensation bothered her. She has never experienced therapeutic effect for pain in her shoulders. The stimulation felt like "tingling and chilling down leg." The pt experienced acute back pain. It was noted that the pt was never able to obtain a full charge. She takes oral medications daily to help with breakthrough pain. She was somewhat dissatisfied with the battery life of her pt programmer. The company rep confirmed that the pt experienced tingling and overstimulation due to postural changes. Pt education was given along with lowering the rate. The pt received parethesia in the needed areas but it was not necessarily giving them pain relief. The pt's device was turned off for a period of time. The pt's device was removed, upon the pt's request, due to inadequate pain relief.